Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dysgeusia ("metallic taste in her mouth"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and infection ("infection"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral tube removal performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dysgeusia, dyspareunia, abdominal pain, menorrhagia, alopecia and infection outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). The plaintiff was submitted to a laparoscopic hysterectomy with bilateral salpingectomy and essure removal on (B)(6) 2015. Pelvic pain and genital bleeding are highly prevalent in women, and may have several causes. In this case, no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, dysplasia, ovarian cyst drainage, penicillin allergy, loop electrosurgical excision procedure in 2008, labour induction and vaginal delivery on (B)(6) 2014. As per medical record, she had no fever, no faligue, and no significant (light loss/gain. She reported no chest pain, no palpitations, no sob, no orthopnea, and no edema she reported no heartburn, no indigestion, no difficulty swallowing, no nausea, no vomiting, no abdominal pain, and no bowel movement changes. She reported no hematuria, no abnormal bleeding, no flank pain, no trouble urinating, no incontinence, no rash, no lesion, no discharge, no vaginal odor, and no vaginal itching. She reported no endocrine symptoms. She reports no pmdd symptoms, she reported no menopausal symptoms. She reported no sexual problems she reported no depression and no alcoholism. She had no rashes or lesions. She had no urethral discharge and bladder non distended. Adnexa/par ametria: no parametrial tenderness or mass and no adnexal tenderness or ovarian mass. Abdomen: auscultation\inspection/palpation: no hepatomegaly, splenomegaly, masses, tenderness (no guarding, no rebound), or cva tenderness and soft, non-distended, and bowel sounds present. Hernia: none palpated. Fomate genitalia: vulva: no lesions, tenderness, or mass. Perineum: episiotomy laceration well healed. Vagina: no tenderness, abnormal vaginal discharge {normal lochia), or vesicle(s) or ulcers. Cenix: no cervical lacerations noted motion tenderness, no discharge, and grossly normal and sample taken for a pap smear. Uterus: normal shape and post partum size and midline, mobile, and non tender. Bladder urethra: no urethral discharge and bladder non distended. Previously administered products included for an unreported indication: vitamin and depo-provera. Concurrent conditions included overweight, ovarian cyst, vitamin d deficiency and smoker. Concomitant products included anaesthetics (anesthesia), ciprofloxacin betain (cipro), ketorolac, metronidazole (flagyl) and naproxen sodium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dysgeusia ("metallic taste in her mouth/ metal taste"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection"), mood swings ("mood swings"), libido decreased ("decreased libido"), fatigue ("fatigue"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal candidiasis ("candidal vulvovaginitis"), fungal infection ("yeast infection"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression") and weight increased ("weight gain"). On (B)(6) 2015, 6 months 25 days after insertion of essure, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract infection ("uti"), back pain ("back pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with antibiotics and surgery (robotic assisted total laparoscopic hysterectomy and with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dysgeusia, dyspareunia, abdominal pain, menorrhagia, infection, vaginal haemorrhage, vaginal infection, mood swings, libido decreased, fatigue, female sexual dysfunction, vulvovaginal candidiasis, fungal infection, urinary tract infection, headache, vaginal discharge, back pain and uterine haemorrhage outcome was unknown, the alopecia, abdominal distension, depression and weight increased had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On an unspecified date, she underwent pap test, liquid-based, image-guide ob + hpv, cervical. On (B)(6) 2015, robotic assisted total laparoscopic hysterectomy revealed aub and pelvic pain, ovarian cysts. Concerning the injuries reported in this case, the following one were reported via medical record: abnormal uterine bleeding and also confirmed events dysmenorrhea: pelvic pain; abdominal pain: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, dysplasia, ovarian cyst drainage, penicillin allergy, loop electrosurgical excision procedure in 2008, labour induction and vaginal delivery on (B)(6) 2014. As per medical record, she had no fever, no fatigue, and no significant (light loss/gain. She reported no chest pain, no palpitations, no sob, no orthopnea, and no edema she reported no heartburn, no indigestion, no difficulty swallowing, no nausea, no vomiting, no abdominal pain, and no bowel movement changes. She reported no hematuria, no abnormal bleeding, no flank pain, no trouble urinating, no incontinence, no rash, no lesion, no discharge, no vaginal odor, and no vaginal itching. She reported no endocrine symptoms. She reports no pmdd symptoms, she reported no menopausal symptoms. She reported no sexual problems she reported no depression and no alcoholism. She had no rashes or lesions. She had no urethral discharge and bladder non distended. Adnexa/par ametria: no parametrial tenderness or mass and no adnexal tenderness or ovarian mass. Abdomen: auscultation\inspection/palpation: no hepatomegaly, splenomegaly, masses, tenderness (no guarding, no rebound), or cva tenderness and soft, non-distended, and bowel sounds present. Hernia: none palpated. Formate genitalia: vulva: no lesions, tenderness, or mass. Perineum: episiotomy laceration well healed. Vagina: no tenderness, abnormal vaginal discharge {normal lochia), or vesicle(s) or ulcers. Cenix: no cervical lacerations noted motion tenderness, no discharge, and grossly normal and sample taken for a pap smear. Uterus: normal shape and post partum size and midline, mobile, and non tender. Bladder urethra: no urethral discharge and bladder non distended. Previously administered products included for an unreported indication: vitamin and depo-provera. Concurrent conditions included overweight, ovarian cyst, vitamin d deficiency and smoker. Concomitant products included anaesthetics (anesthesia), ciprofloxacin betain (cipro), ketorolac, metronidazole (flagyl) and naproxen sodium. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dysgeusia ("metallic taste in her mouth/ metal taste"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection"), mood swings ("mood swings"), libido decreased ("decreased libido"), fatigue ("fatigue"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal candidiasis ("candidal vulvovaginitis"), fungal infection ("yeast infection"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression") and weight increased ("weight gain"). On (B)(6) 2015, 6 months 25 days after insertion of essure, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract infection ("uti"), back pain ("back pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with antibiotics and surgery (robotic assisted total laparoscopic hysterectomy and with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dysgeusia, dyspareunia, abdominal pain, menorrhagia, infection, vaginal haemorrhage, vaginal infection, mood swings, libido decreased, fatigue, female sexual dysfunction, vulvovaginal candidiasis, fungal infection, urinary tract infection, headache, vaginal discharge, back pain and uterine haemorrhage outcome was unknown and the alopecia, abdominal distension, migraine, depression and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on an unspecified date, she underwent pap test, liquid-based, image-guide ob + hpv, cervical. On (B)(6) 2015, robotic assisted total laparoscopic hysterectomy revealed aub and pelvic pain, ovarian cysts. Concerning the injuries reported in this case, the following one were reported via medical record: abnormal uterine bleeding and also confirmed events dysmenorrhea: pelvic pain; abdominal pain: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Updated outcome of migraines. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, dysplasia, ovarian cyst drainage, penicillin allergy, loop electrosurgical excision procedure in 2008, labour induction and vaginal delivery on (B)(6) 2014. As per medical record, she had no fever, no fatigue, and no significant (light loss/gain. She reported no chest pain, no palpitations, no sob, no orthopnea, and no edema she reported no heartburn, no indigestion, no difficulty swallowing, no nausea, no vomiting, no abdominal pain, and no bowel movement changes. She reported no hematuria, no abnormal bleeding, no flank pain, no trouble urinating, no incontinence, no rash, no lesion, no discharge, no vaginal odor, and no vaginal itching. She reported no endocrine symptoms. She reports no pmdd symptoms, she reported no menopausal symptoms. She reported no sexual problems she reported no depression and no alcoholism. She had no rashes or lesions. She had no urethral discharge and bladder non distended. Adnexa/par ametria: no parametrial tenderness or mass and no adnexal tenderness or ovarian mass. Abdomen: auscultation\inspection/palpation: no hepatomegaly, splenomegaly, masses, tenderness (no guarding, no rebound), or cva tenderness and soft, non-distended, and bowel sounds present. Hernia: none palpated. Fomate genitalia: vulva: no lesions, tenderness, or mass. Perineum: episiotomy laceration well healed. Vagina: no tenderness, abnormal vaginal discharge {normal lochia), or vesicle(s) or ulcers. Cenix: no cervical lacerations noted motion tenderness, no discharge, and grossly normal and sample taken for a pap smear. Uterus: normal shape and post partum size and midline, mobile, and non tender. Bladder urethra: no urethral discharge and bladder non distended. Previously administered products included for an unreported indication: vitamin and depo-provera. Concurrent conditions included overweight, ovarian cyst, vitamin d deficiency and smoker. Concomitant products included anaesthetics (anesthesia), ciprofloxacin betain (cipro), ketorolac, metronidazole (flagyl) and naproxen sodium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dysgeusia ("metallic taste in her mouth/ metal taste"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal infection ("vaginal infection"), mood swings ("mood swings"), libido decreased ("decreased libido"), fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2015, 7 months 25 days after insertion of essure, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), infection ("infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal candidiasis ("candidal vulvovaginitis"), fungal infection ("yeast infection"), urinary tract infection ("uti"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression"), back pain ("back pain"), weight increased ("weight gain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy and with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dysgeusia, dyspareunia, abdominal pain, menorrhagia, infection, vaginal haemorrhage, vaginal infection, mood swings, libido decreased, fatigue, female sexual dysfunction, vulvovaginal candidiasis, fungal infection, urinary tract infection, headache, vaginal discharge, back pain and uterine haemorrhage outcome was unknown, the alopecia, abdominal distension, depression and weight increased had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on an unspecified date, she underwent pap test, liquid-based, image-guide ob + hpv, cervical. On (B)(6) 2015, robotic assisted total laparoscopic hysterectomy revealed aub and pelvic pain, ovarian cysts. Concerning the injuries reported in this case, the following one were reported via medical record: abnormal uterine bleeding and also confirmed events dysmenorrhea: pelvic pain; abdominal pain: dyspareunia. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, treatment drug, lab test and lot number were added. Events abnormal vaginal bleeding, abdominal distension, vaginal infection, mood swings, libido decreased , fatigue , migraine , female sexual dysfunction, vulvovaginal candidiasis, fungal infection , urinary tract infection , headache , vaginal discharge , depression , back pain , weight increased, uterine haemorrhage were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dysgeusia ("metallic taste in her mouth"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and infection ("infection"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral tube removal performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dysgeusia, dyspareunia, abdominal pain, menorrhagia, alopecia and infection outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). The plaintiff was submitted to a laparoscopic hysterectomy with bilateral salpingectomy and essure removal on (B)(6) 2015. Pelvic pain and genital bleeding are highly prevalent in women, and may have several causes. In this case, no alternative explanation was given for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.